Manufacturer narrative:
(B)(4). Per the customer, the device was discarded. Therefore, the reported condition of a ruptured reservoir could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted. Refer to the attached maude report for the original report. Follow-up with the customer revealed that the event outcome, "disability or permanent damage," was an entry error. The patient had no injury or adverse reaction as a result of the rupture.

Event description:
The facility reported via maude report that an infusor had a reservoir rupture, releasing medication into and a small amount outside of the device. This condition was observed when the patient returned to the facility at the end of the infusion period. The device was used for chemotherapy treatment of colon cancer and filled with 98.5 ml of fluorouracil and saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue has been escalated to corrective and preventative action (CAPA).